Manufacturer narrative:
Device lot number not provided/unknown.

Event description:
The doctor indicated that a patient was presented with a fractured abutment screw (uniht) on (B)(6) 2017. The implant remains placed. All fractured parts of the screw were removed from the implant.

Manufacturer narrative:
Following the investigation on the returned product that was performed on (B)(6) 2017 , it was found that the device was not fractured as the customer had initially reported. As a result, the prior submission for MFR- 0001038806-2017-00471 submitted on: (B)(6) 2017 is no longer considered a reportable event by the manufacture and no further reports will be submitted for this event. The following sections were updated: date of this report; unknown device; not manufactured by manufactured by reporting firm. Date received by manufacturer; unknown product; follow-up number; add follow up type; device not made by company; add evaluation codes; additional narrative; device is not manufactured, distributed nor imported by zimmer biomet and consequently is not reportable by zimmer biomet.